Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device exhibited an alert for low intrinsic amplitudes on this left ventricular (lv) lead. Upon device check, the impedance values had dropped, but were still within normal limits. The lv lead impedances dropped from around 1000 ohms to 500 ohms. The patient was then found to have an infection. At this time, this lv lead and system were explanted. No additional adverse patient effects were reported.